Event description:
It was reported that the customer had a low blood glucose level of 18 mg/dl about a month ago. Customer's husband called 911 and they took her to the emergency room where she was treated and released. Customer already saw her doctor regarding this matter. Customer declined a transfer to the helpline. Customer stated that currently everything is going well with the pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.